Event description:
This lead would not stay engaged. The patient's heart moves a considerable amount when the patient stands. The lead was successfully implanted with good numbers, but dislodged soon after the patient was discharged. A selox jt 45 was implanted instead.